Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, runthrough; guide cath: launcher 7f ebu 3.5. Evaluation summary: evaluation of the returned trek catheter noted contrast visible in the inflation lumen and the balloon, suggesting that the device was prepared for use and pressurized during the procedure. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked from a pinhole in the balloon located 1.5 mm distal to the proximal marker, confirming the reported rupture. Scanning electron microscopy (sem) analysis confirmed a leak located on the balloon surface. The balloon failure revealed features of pushed balloon material along with tearing, suggesting mechanical damage. Overall, it was determined that balloon failure may have been attributed to mechanical damage on the outer surface of the balloon or exposure conditions during the procedure. There was no report of any leaks noted during preparation for use, indicating that the balloon was not damaged prior to use. The lesion was also characterized as mildly tortuous, moderately calcified and 90% stenosed, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. It was also noted that there were two kinks observed in the inner member of the balloon, 3 mm and 8.5 mm proximal to the distal marker. However, this damage was not originally reported and likely occurred after the procedure. It is possible the balloon was pressurized outside of the patient anatomy without the support of the guide wire, which can cause the inner member to collapse and kink as a result. There was also no reported resistance during advancement/retraction of the catheter, indicating that this damage likely did not occur during the procedure. This damage does not appear to be related to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the target lesion was in the left anterior descending artery (lad), with a vessel diameter of 3.0 mm, mild tortuosity, moderate calcification, and a 90% stenosis. Predilatation was performed with the 2.0 x 15 mm trek distally first and then an attempt was made to inflate the balloon at the lesion; however, the pressure would not increase. The balloon was inflated outside of patient's anatomy and a pinhole rupture was noted. A non-abbott balloon and a 2.5 x 15 mm trek were used for dilatation to complete the procedure. The physician confirmed that the balloon ruptured/pin hole ruptured from an interaction with the calcified lesion. No patient effects were reported. No additional information was provided.